Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and eval. The fractured and explanted portion was returned for eval, but has not yet been received. Add'l info received will be submitted within 30 days upon receipt.

Event description:
As reported by the another country affiliate, percutaneous coronary intervention (pci) was conducted in the right coronary artery, 13 months later, coronary angiography revealed that a portion of the stent was fractured, but still connected to the stent. The fractured area was separated and removed from the pt. Pci was performed on a 75-90% de novo lesion in the right coronary artery with moderate tortuosity. The lesion was also characterized as ostial and highly calcified. The lesion was pre-dilated with a 3.0x15mm balloon at 8 atmospheres (atm) before a 3.5x18mm cypher stent was deployed at 16atm. Ivus was done and the stent apposition was unsatisfactory. Therefore, post-dilation was done with a 3.0x18mm balloon at 24 atm. 1-2 struts of the stent were prominent into the aorta. Thirteen months later, the pt returned and the stent was fractured, but two stents were partially connected and prominent into the aorta around 10 millimeters (mm). Pci was done to retrieve the fractured edge of the stent, because it was in the way of treatment for the distal rca. A mach 18 f mp guiding catheter was inserted into the ostial area of the rca, but was not engaged. Then the first guidewire (traverse) was crossed into the fractured edge of the stent horizontally. Then it was captured with a gooseneck snare from the same way to prevent the fractured stent from dislodging into the vessel when the edge was separated. Then a second guidewire (balance) was inserted into the fractured portion of the stent from the site of the fracture to the proximal edge. Then the first balloon catheter, a 3.5x15mm (albita) was inserted along the send guidewire and inflated to apply stress to the fractured stent. Then the first balloon catheter was changed to a second one, to a 3.5x15mm (sapphire) was inserted through the second guidewire (balance) and inflated. Then using the balloon catheter and the guiding catheter, stress was applied to the fractured end of the stent to remove the fractured area by using the inflated balloon, and from the proximal end by pushing the guiding catheter. After 4 hours, the proximal (end) of the fractured stent was dislodged and captured by a snare. Then, because it could not be retrieved into the tip of the guiding catheter, a second gooseneck snare was used to crush the fractured stent. Then it was inserted into the guiding catheter.